Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5036190) in united states on 16-jun-2014. Then this prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left procedure had failed, there was no trace of essure coil what so ever, migration of the device (in whole or part) into abdomen or pelvis"), embedded device ("device on the other hand (right side) has attached itself to my uterus wall, malposition of the device") and device expulsion ("device on the other hand (right side) has attached itself to my uterus wall") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. In (B)(6) 2012, the patient experienced complication of device insertion ("left procedure failed, there was no trace of essure coil what so ever"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), embedded device (seriousness criterion disability), device expulsion (seriousness criterion disability), pregnancy with contraceptive device ("pregnancy") and abdominal pain ("experiencing severe abdominal pains"). The patient was treated with surgery (revision surgery in (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, embedded device, device expulsion, pregnancy with contraceptive device, abdominal pain and complication of device insertion outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, pregnancy with contraceptive device, abdominal pain and complication of device insertion to be related to essure. The reporter provided no causality assessment for embedded device and device expulsion with essure. The reporter commented: according to patient's initial report via ha, the left procedure failed on (B)(6) 2013, and there was no trace of essure coil what so ever. The device on the other hand has attached itself to her uterus wall and she presented with severe abdominal pain. Disability or permanent damage was mentioned but not specified and/or assigned to the event. Via lawyer, it was reported, the essure was implanted in (B)(6) 2012 for birth control. Shortly after the procedure, she began experiencing migration of the device (in whole or part) into abdomen or pelvis, malposition of the device, pregnancy, and lower abdominal pain. In (B)(6) 2016, she underwent revision surgery. She considered the events related to essure. Diagnostic results: gynecological examination for essure insertion: left procedure failed, there was no trace of essure coil what so ever, the device on the other hand has attached itself to her uterus wall and she presented with severe abdominal pain. Most recent follow-up information incorporated above includes: on 13-feb-2017: correction: after internal review, final report was unticked as ptc result is expected. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and the left procedure had failed, there was no trace of essure coil what so ever, migration of the device (in whole or part) into abdomen or pelvis (seen as device dislocation) and device on the other hand (right side) has attached itself to her uterus wall, malposition of the device (embedded device and device expulsion). Plaintiff underwent a revision surgery approximately four years after essure insertion. No further details provided. The events are anticipated in the reference safety information for essure. According to information provided, migration of left device was related to insertion procedure. On the right side, the exact date and mechanism of embedment and device expulsion are not known. Considering the nature of all events, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, due to the serious injury related to essure. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5036190) on 16-jun-2014. The most recent information was received on 26-may-2017. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left procedure had failed, there was no trace of essure coil what so ever, migration of the device (in whole or part) into abdomen or pelvis"), embedded device ("device on the other hand (right side) has attached itself to my uterus wall, malposition of the device") and device expulsion ("device on the other hand (right side) has attached itself to my uterus wall") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("left procedure failed, there was no trace of essure coil what so ever"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion disability), device expulsion (seriousness criterion disability), pregnancy with contraceptive device ("pregnancy") and abdominal pain ("experiencing severe abdominal pains"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (revision surgery in (B)(6) 2016). Essure was removed. At the time of the report, the device dislocation, embedded device, device expulsion, pregnancy with contraceptive device, abdominal pain and complication of device insertion outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, complication of device insertion, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter commented: according to patient's initial report via ha, the left procedure failed on (B)(6) 2013, and there was no trace of essure coil what so ever. The device on the other hand has attached itself to her uterus wall and she presented with severe abdominal pain. Disability or permanent damage was mentioned but not specified and/or assigned to the event. Via lawyer it was reported, the essure was implanted in (B)(6) 2012 for birth control. Shortly after the procedure she began experiencing migration of the device (in whole or part) into abdomen or pelvis, malposition of the device, pregnancy, and lower abdominal pain. In (B)(6) 2016, she underwent revision surgery. She considered the events related to essure. Diagnostic results: gynecological examination for essure insertion: left procedure failed, there was no trace of essure coil what so ever, the device on the other hand has attached itself to her uterus wall and she presented with severe abdominal pain. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left procedure had failed, there was no trace of essure coil what so ever, migration of the device (in whole or part) into abdomen or pelvis"), embedded device ("device on the other hand (right side) has attached itself to my uterus wall, malposition of the device") and device expulsion ("device on the other hand (right side) has attached itself to my uterus wall") in a 33-year-old female patient who had essure (batch no. B21578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (((B)(6) 2001, (B)(6) 2006, (B)(6) 2014, (B)(6) 2014)), chlamydial infection and abortion. Previously administered products included for prevent pregnancy: mirena from 2007 to 2012. Concurrent conditions included iodine allergy, sciatica, drug allergy, seafood allergy and gestational diabetes since (B)(6) 2014. Concomitant products included amoxicillin since 2016, anovlar (loestrin) from 2015 to 2016, medroxyprogesterone, prednisone since 2015 and salbutamol sulfate (albuterol sulfate) since 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, 8 months after insertion of essure, the patient experienced complication of pregnancy ("pregnancy with complication"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced embedded device (seriousness criterion disability), device expulsion (seriousness criterion disability), pregnancy with contraceptive device ("pregnancy"), abdominal pain ("experiencing severe abdominal pains"), complication of device insertion ("left procedure failed, there was no trace of essure coil what so ever"), pelvic pain ("pain"), arthralgia ("lower left hip and back pain") and back pain ("lower left hip and back pain"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2014. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (revision surgery in (B)(6) 2016). At the time of the report, the device dislocation, embedded device, device expulsion, pregnancy with contraceptive device, abdominal pain, complication of device insertion, pelvic pain, complication of pregnancy, anxiety, dysmenorrhoea, arthralgia and back pain outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, anxiety, arthralgia, back pain, complication of device insertion, complication of pregnancy, device dislocation, device expulsion, dysmenorrhoea, embedded device, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: according to patient's initial report via ha, the left procedure failed on (B)(6) 2013, and there was no trace of essure coil what so ever. The device on the other hand has attached itself to her uterus wall and she presented with severe abdominal pain. Disability or permanent damage was mentioned but not specified and/or assigned to the event. Via lawyer it was reported, the essure was implanted in (B)(6) 2012 for birth control. Shortly after the procedure she began experiencing migration of the device (in whole or part) into abdomen or pelvis, malposition of the device, pregnancy, and lower abdominal pain. In (B)(6) 2016, she underwent revision surgery. She considered the events related to essure. The cesarean section was scheduled due to the fact that she had di/di twins in the breech presentation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: one fallopian tube was not blocked x-ray - on (B)(6) 2016: satisfactory tubal occlusion. On (B)(6) 2013, gynecological examination for essure insertion: left procedure failed, there was no trace of essure coil what so ever, the device on the other hand has attached itself to her uterus wall and she presented with severe abdominal pain. Hysteroscopy revealed normal endometrial cavity with sig. Amount of stringy endometrial tissue, making os identification quite difficult.. On (B)(6) 2013, initial imaging demonstrated that a right-sided essure device is identified. A left-sided essure device is not appreciated overlying the pelvis or seen with fluoroscopy of the remainder of the abdomen. In (B)(6) 2014, urine test was done.on (B)(6) 2014, hsg-pregnancy-positive. Examination revealed fetal viability study. Indication: early 08, pain. A fetal viability ultrasound was performed. Findings, as described above, most consistent with a dichorionic/diamniotic twin pregnancy. The crown-rump length of the twin labeled a corresponds with 12 weeks and 5 days and a fetal heart rate of 144 beats/minute. The twin labeled b demonstrates a crown-rump length corresponding with an average gestational age of 12 weeks and 6 days and a heart rate of 138 beats/minute. Normal cervical length without evidence for cervical incompetence. Normal amniotic fluid volume. No sub chorionic hemorrhage. Appropriate second trimester ob follow-up recommended. On (B)(6) 2014, screening examination for venereal disease:lab: affirm test: positive for bv and yeast infection. Candida species-positive. Assessment revealed twin pregnancy, anteparturn. Screening examination for venereal disease. Concerning the injuries reported in this case, the following ones were dconfirmed in patient¿s medical records: pelvic pain, back pain, anxiety, pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5036190) on 16-jun-2014. The most recent information was received on 24-oct-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left procedure had failed, there was no trace of essure coil what so ever, migration of the device (in whole or part) into abdomen or pelvis"), embedded device ("device on the other hand (right side) has attached itself to my uterus wall, malposition of the device") and device expulsion ("device on the other hand (right side) has attached itself to my uterus wall") in a 33-year-old female patient who had essure (batch no. B21578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (((B)(6) 2001, (B)(6) 2006, (B)(6) 2014, (B)(6) 2014)), chlamydial infection and abortion. Previously administered products included for prevent pregnancy: mirena from 2007 to 2012. Concurrent conditions included iodine allergy, sciatica, drug allergy, seafood allergy and gestational diabetes since (B)(6) 2014. Concomitant products included amoxicillin since 2016, anovlar (loestrin) from 2015 to 2016, medroxyprogesterone, prednisone since 2015 and salbutamol sulfate (albuterol sulfate) since 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, 8 months after insertion of essure, the patient experienced complication of pregnancy ("pregnancy with complication"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced embedded device (seriousness criterion disability), device expulsion (seriousness criterion disability), pregnancy with contraceptive device ("pregnancy"), abdominal pain ("experiencing severe abdominal pains"), complication of device insertion ("left procedure failed, there was no trace of essure coil what so ever"), arthralgia ("lower left hip and back pain") and back pain ("lower left hip and back pain"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2014. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (revision surgery in (B)(6) 2016). At the time of the report, the device dislocation, embedded device, device expulsion, pregnancy with contraceptive device, abdominal pain, complication of device insertion, pelvic pain, complication of pregnancy, anxiety, dysmenorrhoea, arthralgia and back pain outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, anxiety, arthralgia, back pain, complication of device insertion, complication of pregnancy, device dislocation, device expulsion, dysmenorrhoea, embedded device, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: according to patient's initial report via ha, the left procedure failed on (B)(6) 2013, and there was no trace of essure coil what so ever. The device on the other hand has attached itself to her uterus wall and she presented with severe abdominal pain. Disability or permanent damage was mentioned but not specified and/or assigned to the event. Via lawyer it was reported, the essure was implanted in (B)(6) 2012 for birth control. Shortly after the procedure she began experiencing migration of the device (in whole or part) into abdomen or pelvis, malposition of the device, pregnancy, and lower abdominal pain. In (B)(6) 2016, she underwent revision surgery. She considered the events related to essure. The cesarean section was scheduled due to the fact that she had di/di twins in the breech presentation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: one fallopian tube was not blocked; on (B)(6) 2016: total bilateral occlusion x-ray - on (B)(6) 2016: satisfactory tubal occlusion. On (B)(6) 2013, gynecological examination for essure insertion: left procedure failed, there was no trace of essure coil what so ever, the device on the other hand has attached itself to her uterus wall and she presented with severe abdominal pain. Hysteroscopy revealed normal endometrial cavity with sig. Amount of stringy endometrial tissue, making os identification quite difficult. On (B)(6) 2013, initial imaging demonstrated that a right-sided essure device is identified. A left-sided essure device is not appreciated overlying the pelvis or seen with fluoroscopy of the remainder of the abdomen. In (B)(6) 2014, urine test was done. On (B)(6) 2014, hsg-pregnancy-positive. Examination revealed fetal viability study. Indication: early 08, pain. A fetal viability ultrasound was performed. Findings, as described above, most consistent with a dichorionic/diamniotic twin pregnancy. The crown-rump length of the twin labeled a corresponds with 12 weeks and 5 days and a fetal heart rate of 144 beats/minute. The twin labeled b demonstrates a crown-rump length corresponding with an average gestational age of 12 weeks and 6 days and a heart rate of 138 beats/minute. Normal cervical length without evidence for cervical incompetence. Normal amniotic fluid volume. No sub chorionic hemorrhage. Appropriate second trimester ob follow-up recommended. On (B)(6) 2014, screening examination for venereal disease:lab: affirm test: positive for bv and yeast infection. Candida species-positive. Assessment revealed twin pregnancy, anteparturn. Screening examination for venereal disease. Concerning the injuries reported in this case, the following ones were dconfirmed in patient¿s medical records: pelvic pain, back pain, anxiety, pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5036190) on 16-jun-2014. The most recent information was received on 27-feb-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left procedure had failed, there was no trace of essure coil what so ever, migration of the device (in whole or part) into abdomen or pelvis"), embedded device ("device on the other hand (right side) has attached itself to my uterus wall, malposition of the device") and device expulsion ("device on the other hand (right side) has attached itself to my uterus wall") in a female patient who had essure (batch no. B21578) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 2001, (B)(6) 2006, (B)(6) 2014, (B)(6) 2014)), chlamydial infection and abortion. Previously administered products included for prevent pregnancy: mirena from 2007 to 2012. Concurrent conditions included iodine allergy, sciatica, drug allergy and seafood allergy. Concomitant products included progesterone (progesteron-depo). On (B)(6) 2013, the patient had essure inserted. In may 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, 8 months after insertion of essure, the patient experienced complication of pregnancy ("pregnancy with complication"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced embedded device (seriousness criterion disability), device expulsion (seriousness criterion disability), pregnancy with contraceptive device ("pregnancy"), abdominal pain ("experiencing severe abdominal pains"), complication of device insertion ("left procedure failed, there was no trace of essure coil what so ever"), pelvic pain ("pain"), arthralgia ("lower left hip and back pain") and back pain ("lower left hip and back pain"). The patient's last menstrual period was on an unknown date of delivery was (B)(6) 2014. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (revision surgery in (B)(6) 2016). At the time of the report, the device dislocation, embedded device, device expulsion, pregnancy with contraceptive device, abdominal pain, complication of device insertion, pelvic pain, complication of pregnancy, anxiety, dysmenorrhoea, arthralgia and back pain outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, anxiety, arthralgia, back pain, complication of device insertion, complication of pregnancy, device dislocation, device expulsion, dysmenorrhoea, embedded device, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: according to patient's initial report via ha, the left procedure failed on (B)(6) 2013, and there was no trace of essure coil what so ever. The device on the other hand has attached itself to her uterus wall and she presented with severe abdominal pain. Disability or permanent damage was mentioned but not specified and/or assigned to the event. Via lawyer it was reported, the essure was implanted in (B)(6) 2012 for birth control. Shortly after the procedure she began experiencing migration of the device (in whole or part) into abdomen or pelvis, malposition of the device, pregnancy, and lower abdominal pain. In (B)(6) 2016, she underwent revision surgery. She considered the events related to essure. The cesarean section was scheduled due to the fact that she had di/di twins in the breech presentation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: one fallopian tube was not blocked x-ray - on (B)(6) 2016: satisfactory tubal occlusion. On (B)(6) 2013, gynecological examination for essure insertion: left procedure failed, there was no trace of essure coil what so ever, the device on the other hand has attached itself to her uterus wall and she presented with severe abdominal pain. Hysteroscopy revealed normal endometrial cavity with sig. Amount of stringy endometrial tissue, making os identification quite difficult.. On (B)(6) 2013, initial imaging demonstrated that a right-sided essure device is identified. A left-sided essure device is not appreciated overlying the pelvis or seen with fluoroscopy of the remainder of the abdomen. In (B)(6) 2014, urine test was done. On (B)(6) 2014, hsg-pregnancy-positive. Examination revealed fetal viability study. Indication: early 08, pain. A fetal viability ultrasound was performed. Findings, as described above, most consistent with a dichorionic/diamniotic twin pregnancy. The crown-rump length of the twin labeled a corresponds with 12 weeks and 5 days and a fetal heart rate of 144 beats/minute. The twin labeled b demonstrates a crown-rump length corresponding with an average gestational age of 12 weeks and 6 days and a heart rate of 138 beats/minute. Normal cervical length without evidence for cervical incompetence. Normal amniotic fluid volume. No sub chorionic hemorrhage. Appropriate second trimester ob follow-up recommended. On (B)(6) 2014, screening examination for venereal disease:lab: affirm test: positive for bv and yeast infection. Candida species-positive. Assessment revealed twin pregnancy, anteparturn. Screening examination for venereal disease. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain, anxiety, pregnancy. Most recent follow-up information incorporated above includes: on 27-feb-2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. New events added-pain, pregnancy with complication, anxiety, dysmenorrhea (cramping), and lower left hip and back pain. Lot number added. Fup 6 and 7 processed together. On 27-feb-2018: historical conditions, concomitant conditions, concomitant diseases and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.